Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin was squirt out. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had hairline fracture and scratches on screen and screen not able to see. Customer stated that the insulin pump had no delivery and button hard to push and sticky and unresponsive. The device will not be returned for analysis.